Event description:
It was reported that during an ovarian resection procedure, the balloon on the tip of the device burst. Another like device was used to complete the case. There were no adverse consequences to the pt.